Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attributed to the test port receptacle being loose. It is unknown how the test port receptacle became loose. The test port receptacle was replaced to remedy the report. The device was recertified and returned to the customer. This is a malfunction which only impacts self-test portion with the defibrillator. Once the multi-function connection is removed from the test port and attached to a set of electrode pads or external paddles the device performs to specification. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.